Manufacturer narrative:
Unit passed displacement test, active current measurement and selftest. Unit received with high sleep current measurement and multiple low battery alerts in the pump trace download due to moisture damage on electronic board stack. Unit received with pillowing keypad overlay, scratched/peeling keypad overlay texture, peeling/fading end cap address label and scratched case. Moisture damage on force sensor assembly and motor assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had recurring issues with the pump battery life and batteries last only two days and had replace battery. No harm requiring medical intervention was reported. The device will be returned for analysis.